Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system auxiliary drawer 3.2 pocket 4 had failed. A field service engineer (fse) logged into the system and accessed the desktop, then launched the hardware test application (hta). The fse opened drawer 3.2 and tested the lids of all cubies. All cubies were removed, and the row b connections were cleaned using alcohol wipes before reinserting the cubies. A drawer test was performed, and the passing results were saved to the d-drive. The fse then rebooted the system and prompted each user to log in. To remove medication from an unloaded cubie pocket, a simulated load was performed to cubie 3.2 b4. Once the pocket lid opened, the medication was removed, and the load was canceled. The drawer was tested again using hta. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 3.2 pocket 4 was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.